Event description:
It was reported that during surgery the impactor broke while impacting the femoral component trial. A backup device was available and more than 30 minutes of delay was reported.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that reportedly during a primary right tkr the implant impactor broke during use. A back up device was available and no patient injury is being reported. Since no harm to the patient is being reported, no further medical assessment is warranted. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.